Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lancets do not cut during an unspecified quantity of vitrectomy surgeries. The reporter informed "it takes a lot of work to insert the lancets because they do not work". Additional information and product sample have requested for this report. Upon follow up it was informed "no patient harm" and that "the customer is re sterilizing the lancets that cut and prick". No additional information has been received at this time.

Manufacturer narrative:
No sample has been returned for evaluation for the report of do not cut; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non-conformances are removed from the lot and scrapped.. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).